Event description:
It was reported that the physician&#39;s handheld was not holding a charge. The device has not been received to date.

Event description:
Product analysis for the handheld was completed and approved on 10/21/2015. The handheld was returned with the main battery depleted. It was noted that the back-up battery was depleted as well. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The handheld device was powered using the returned ac power supply adapter with no observed anomalies. The handheld was powered-on continuously using only the main battery for more than an hour. Product analysis for the software was completed and approved on 10/21/2015. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The dell handheld and software were received on (B)(4) 2015. Analysis is underway but has not been completed to date.